Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife reported via phone call that the customer had air bubbles in the reservoir. Customer's blood glucose was 324 mg/dl. The wife stated the air bubbles were champagne sized. The wife also reported rewinding the insulin pump with the reservoir in place. The wife was advised against this practice. The customer declined to return the reservoir for analysis.